Event description:
"The blue thing" to knot and hook the trigger cord from the loading catheter became broken on both sides. This is the second time this happens. See MDR 1037905-2012-00421. For the first time this happened, see MDR 1037905-2012-00420. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Product was used past exp date. Product exp could be a contributing factor for the defect reported. The longevity physical properties of the product may have been affected. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends. Add'l comments regarding this report: based on the info provided regarding usage of the product past the exp date, a cook rep has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.